Event description:
It was reported that pump insulin gauge displayed fill amount much lower than expected, with pump showing a positive fill estimate while customer expected significantly more insulin in cartridge even after reloading. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, was educated that any positive value indicated at least that amount of insulin was present, delivered a disconnected bolus to update estimate, and chose to continue using current cartridge while agreeing to follow up if further issues occurred.